Event description:
It was reported that tubing separated at the connection to the blood reservoir where there is no stopcock during priming before use. No further details were provided.

Manufacturer narrative:
The device was not returned for eval.